Event description:
The customer reported that when they connected the hands free cable to the unit during use on a patient, they continued to get a connect cable message. They switched to a different defibrillator to deliver therapy, and there was no report of impact to the patient.

Manufacturer narrative:
The customer reported that when they connected the hands free cable to the unit during use on a patient, they continued to get a connect cable message. They switched to a different defibrillator to deliver therapy, and there was no report of impact to the patient. In 2008, the unit was evaluated at philips. The symptom could not be reproduced, and the device passed all testing. The device was returned to the customer and was returned to use without any reported issues. Based solely on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.